Event description:
The customer reports the doctor found the dilator leakage during use on a patient. Another set was used to complete the treatment. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a dilator, spring wire guide assembly, ars, and lidstock for evaluation. The dilator will be reviewed as part of this complaint investigation. Visual examination revealed a depression or sink mark in the dilator body. No signs-of-use were observed; however, an unknown, clear substance was discovered on the guide wire. Microscopic examination confirmed the sink mark. The sink mark in the dilator measured 45mm to 80mm from the distal tip. The returned guide wire was inserted through the distal tip of the dilator but could not pass through the sink mark. The guide wire was inserted into the hub and again would not pass through the area with the sink mark. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The reported complaint of a damaged dilator body/hub was confirmed through complaint investigation. Visual examination and functional testing confirmed a defect on the dilator. A sink mark was observed on the dilator body, which prevented the guide wire from passing through the affected area. A non-conformance request was created to further investigate the complaint issue. Based on the information provided and the sample received, it was determined that manufacturing caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the dilator leakage during use on a patient. Another set was used to complete the treatment. Patient condition is reported as fine.